Manufacturer narrative:
Technician suggested that the account isolate the side rails. The account isolated the side rails and the test port but is still having the same issue. Technician suggested that the account replace the logic board. The account ordered the logic board. No further info is available on the repair at this time.

Event description:
Account alleged that the head section runs down unintentionally. Account stated that there were no injuries.